Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Photo evaluation: device photographs for the device related to the reported event of deflation were reviewed. The patch information is not visible in the photo. Visual analysis of the photographs identified fluids. Due to the impossibility to perform a microscopic analysis during device analysis performed through photographs, it is not possible to determine the cause of the event. Additional, corrected, and/or changed data: b.5., b.6., d.7., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.